Manufacturer narrative:
(B)(4). Title: improved outcome in laparoscopic splenectomy in children with benign hematological disease after standardization of techniques source journal of pediatric endoscopic surgery, date of publication: 11 july 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between january 2003 and december 2017, superior outcomes including lower complication rates and shorter hospital stay were observed after standardization of laparoscopic splenectomy procedures for 23 children with benign hematological disease who required splenectomy. Group 1 (before standardization 2003-2010) included 14 patients, and group 2 (after standardization 2011-2017) included 9. All patients underwent laparoscopic splenectomy and the splenic pedicles were divided by bipolar sealing device. Laparoscopic stapler was used in pedicle division in these two cases. Laparotomy was performed in the first patient on post-operative day 1, and the bleeding was thought to be from the splenic pedicle. The pedicle was further plicated with sutures. In the second patient, conservative treatment including close monitoring and blood transfusion was required.